Manufacturer narrative:
A ge service rep performed an on site investigation. The brightness and contrast were adjusted and the filament calibrated during the service call. The sys was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 sys intermittently had blank images during a case. No pt injury was reported.